Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Customer feels well and does not require medical attention. Customer¿s expected results are 190-200mg/dl. Verified the strips expire 06/29/2017, were first opened one month ago and are stored properly. Customer declined blood test. Reviewed the results is the meter memory: lo (B)(6) 2015 01:45:00 pm fasting:yes, lo (B)(6) 2015 01:44:00 pm fasting:yes, 160mg/dl (B)(6) 2015 11:51:00 am fasting:yes, 163mg/dl (B)(6) 2015 11:03:00 am fasting:yes, 144mg/dl (B)(6) 2015 02:15:00 am fasting:yes. No adverse event reported.